Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history record review is not possible. The lot number supplied does not match any product made at synthes. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
On an unknown date, the patient was implanted due to an ankle fracture. Hardware removal became necessary due to patient pain. One-third tubular plate with eight screws total on an ankle fracture were removed during procedure on (B)(6) 2013. No revision surgery needed because the fracture was healed. This is report 1 of 2 for complaint (B)(4).